Event description:
Philips received a complaint on the heartstart mrx indicating that the paddle surface is abnormal. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the paddle repl. Kit water resistant which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.